Manufacturer narrative:
5/7/97 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure. The safety shield was blocked. The hosp reported that no pt injury had occurred.